Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the pt sustained a laceration to the bowel when the trocar was inserted. The surgeon resected the tissue and completed the procedure. The hosp has reported the pt's condition is satisfactory.